Event description:
A dialysis facility technician reported a pt removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The intended uf goal was 3.0 kg, however the actual uf was 5.1 kg. There were no machine alarms reported. The pt's blood pressure (bp) was 114/69 at the start of the treatment. One half hour after the start of the treatment, the pt's bp fell to 104/45. The pt's chair was tilted back, their sodium level was increased, and the uf goal was reduced from 3.0 kg to 2.5 kg. Approx one half hour later the uf was placed at minimum and the pt was adminsitered 100 ml of normal saline. Later in treatment the pt was administered an additional 200 ml and then 400 ml of normal saline to relieve their cramping. Six minutes before the end of the treatment, the treatment was stopped. When the pt was weighed it was determined that 5.1 kg was removed. The pt was discharged in stable condition.